Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was non non-conformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint no: (B)(4).

Event description:
The hosp reported that after an endoscopic vein harvesting procedure, the pa was closing the incision and noticed a burn on the pt's knee. It was a 2 cm burn on the skin from the inside out, on the inner thigh, 5 cm from the knee joint. They put an add'l bandage on the burn and will monitor the site post op. The pa stated that the vein was very superficial to the skin during the harvest. It was reported that the pt's current condition is fine.